Event description:
"Customer vomitted water and enteral feeding. Feeding stopped. Pump turned off, pump continued to deliver feeding 70 cc hour. Exchanged pumps." The pt developed diarrhea following the event. One pt involved.